Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels between 300-400 (mg/dl). Reportedly, customer believes lifestyle changes contributed to elevated bg event. Customer adjusted pump settings to address bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.